Event description:
The customer reported that they received discrepant results for one patient sample tested for glucose hk gen.3 (gluc), u-bun, crej2, ion selective electrode (ise) sodium, ise potassium, and ise chloride. An aliquot cup of the sample, which was processed by the mpa pre- analytics system, initially resulted as 407 mg/dl for gluc, 28.1 for u- bun, and 1.80 for crej2 on a c702 analyzer. The sample aliquot cup was also initially tested on a cobas 8000 ise module analyzer, resulting as 162.0 for ise sodium, 5.42 for ise potassium, and 125.0 for ise chloride. Units of measure were only provided for gluc and were not provided for all other tests. The primary tube of the sample was tested on a c501 analyzer and resulted as 100 mg/dl for gluc, 8.2 for u-bun, 0.68 for crej2, 139.5 for ise sodium, 4.62 for ise potassium, and 103.4 for ise chloride. The gluc value of 100 mg/dl was reported outside of the laboratory. Information regarding whether any other erroneous results were reported outside the laboratory was requested but not provided. The patient was not adversely affected. The gluc reagent lot number used on the c702 module was 601968. An expiration date was asked for, but not provided. Lot numbers and expiration dates for all remaining assays were asked for, but not provided. The c702 module serial number was (B)(4). The serial numbers for the cobas 8000 ise module analyzer and the c501 analyzer were not provided. Upon a visit to the site, a field employee found that the customer was using an incorrect process for preparing aliquot cups on the mpa pre- analytics system. The customer will pick up an aliquot rack from the mpa pre-analytics system and only removed used cups from the rack. The customer will sometimes miss used cups. When they load a new aliquot rack onto the mpa pre-analytics system, some used cups may go to the system again. The customer changed the handling process and the issue was monitored over several days. The customer did not report any further issues after changing the handling process. Investigations conclude that a sample mismatch could not be excluded as the cause. Although a specific root cause was not determined, the issue was found to be likely related to a customer handling error at the mpa pre-analytics system.

Manufacturer narrative:
This event occurred in (B)(6).